Manufacturer narrative:
(B)(4). The insulin pump received with missing segments due to cracked zebra connector. Unable to perform self test and displacement test due to missing segment. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, broken belt clip slot and stained end cap sticker. The test infusion set and reservoir does lock into place.

Event description:
Information received by medtronic indicated that insulin pump display was damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.